Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit suddenly stopped and they could not resume pumping. The pump stayed on, and an "autofill complete" message was seen, but the start button would not resume pumping. A staff member called from the ccu department for assistance regarding the issue. The pump was replaced with another and is pumping now without issue. The pump has been tagged for service and will be sent to their biomed department. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact information: ((B)(6)). A getinge field service engineer(fse) powered on iabp and calibrated the touchscreen. Iabp was exercised on patient simulator and test iab catheter. Unable to duplicate any failure with regard to touch screen functionality, auto filling or pausing and resuming pumping. Complete pm performed with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
N/a.